Event description:
It was reported that postoperatively the patients right atrial (ra) lead was causing some phrenic nerve stim and diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).